Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.2-p001. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported going to the hospital overnight from (B)(6) to (B)(6) 2026. The patient reports having high ketones and elevated blood glucose. The dexcom sensor had the wrong readings since she did a finger test and it was 16 mmol/l or 17mmol/l instead of the 12mmol/l. The patient had ketones 1.4 mmol/l. No treatment information has been reported. Dexcom has been notified of the event.